Manufacturer narrative:
B3: date of event: used the first day of the month of the aware date as the event date was unknown. E1: initial reporter address 1: (B)(6).

Event description:
It was reported that inadequate apposition of a stent occurred. A synergy drug-eluting stent was advanced for treatment. However, the synergy stent radial and longitudinal strength failure occurred. No patient complications were reported.

Manufacturer narrative:
B3: date of event: used the first day of the month of the aware date as the event date was unknown. E1: initial reporter address 1: (B)(6). Media analysis: the device was not returned for analysis; however, there were two photo imanges received to this complaint. A review of the photos available could not confirm the alleged inadequate expansion/apposition of the stent. The images show a deployed stent which appears expanded sufficiently to appose to the vessel wall. However, stent struts displacement (stent damage) is noted on the distal and proximal regions of the stent. The markerbands of the post-dilation balloons are noted inside the distal and proximal regions of the deployed stent.

Event description:
It was reported that inadequate apposition of a stent occurred. A synergy drug-eluting stent was advanced for treatment. However, the synergy stent radial and longitudinal strength failure occurred. No patient complications were reported.